Event description:
It was reported that during an unknown procedure, when opening the packaging, it was noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2023 d4: batch # x9627r investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the b12lt device was returned with no damage in the external components. In addition, the packaging opened(570a81) from another device was returned along with the instrument. Further analysis showed that the sleeve assembly is missing the latch spring. Not allowing the universal seal to latch properly with the sleeve assembly. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.